Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) defibrillation coil impedance. Reprogramming was completed and the svc coil was turned "off." The lead remains in use. No patient complications have been reported as a result of this event.